Manufacturer narrative:
The fse confirmed the leak from the probe wipe. The fse found that valve lv10 was not closing properly allowing diluent to flow through the probe wipe when the vacuum was not running. The fse replaced lv10 resolving the probe leak. (B)(4).

Event description:
The customer reported approximately 1 ml of fluid leaked from the probe at the end of a startup cycle in the coulter act diff 12 analyzer. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were associated with this event.